Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient received phone advice to treat an elevated blood glucose (bg) of 23 mmol/l with extreme drowsiness, extreme thirst, and unspecified ketones. The patient reportedly treated with oral carbohydrates and insulin via injection, and discontinued insulin pump therapy. The reporter noted an inaccurate delivery issue began on (B)(6) 2017. Customer technical support reviewed the pump with the reporter and it was noted that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal delivery discrepancy.